Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported resistance to remove the balloon protective sheath was confirmed. The inner diameter of the sheath met specification. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device's performance with regards to the difficulty with removing the protective sheath appear to be related to normal variation found in manufacturing. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation and prior to use resistance was met during protective sheath removal. The device was not used; there was no patient involvement. A different nc trek was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.